Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented post-implant procedure for an implantable cardioverter defibrillator. Upon interrogation, the device exhibited post-paced t-wave oversensing. Programming changes were made. The patient was discharged.